Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented with pacing at the maximum sensor rate. The device paced at the normal base rate in ddd but when in dddr, the rate continued to increase to the upper rate limit.